Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A trivial baseline pericardial effusion was noted at the start of the procedure. The patient's activated clotting time was 291 and the la pressure was 14mmhg. The device was deployed and due to being overly compressed, a partial recapture was performed with resulting positioning slight proximal. During the tug test, the device was pulled into the left atrium for which the device was fully recaptured. At this time, the effusion was noted to have increased. The procedure was aborted and a pericardiocentesis was immediately performed to remove 320 cc of blood and re-instilled through venous groin access. Full heparin reversal with protamine was completed. The patient remained hemodynamically stable through entire event. The patient is stable and has been discharged home with plans to retry the procedure in 3-4 months.